Event description:
It was reported patient underwent a revision surgery 3 months¿ post implantation due to non-union in morbidly obese patient. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: 11-300817-arcos 17x150mm spl tpr dist m-014880, 650-0660-delta ceramic fem hd 36/-3mm m t1- 3312903. Foreign: country: (B)(6). Radiographs were provided and reviewed by a health care professional. Review of the available records identified anatomic alignment of the left hip arthroplasty. No other findings were identified. Review of the device history records identified no (related) deviations or anomalies during manufacturing. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.